Event description:
A customer reported their blood glucose test did not start after a blood sample was applied to the test strip. The customer also reported after they inserted a test strip into the meter port a "set" message appeared on the screen. The customer was reportedly unable to test and lost consciousness. The paramedics were called, but the customer did not reportedly know if they received any treatment. The customer also reported being transported to a health care facility, and although they were reportedly diagnosed and treated for severe hypoglycemia (no reading was reported), they did not know the kind of medical treatment provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: during the customer service troubleshooting survey, the customer reported they did not correctly apply the sample to the test strip and customer service educated the customer on the proper technique.